Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my essure perforated my fallopian tube') and autoimmune disorder ('autoimmune reaction') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis"), migraine ("migraines"), pelvic adhesions ("adhesions"), procedural pain ("I had surgery wednesday still in pain"), swelling ("still in swelling") and adverse drug reaction ("reactions to pain medications"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, autoimmune disorder, abdominal pain, adenomyosis, migraine, pelvic adhesions, procedural pain, swelling and adverse drug reaction outcome was unknown. The reporter considered abdominal pain, adenomyosis, adverse drug reaction, autoimmune disorder, fallopian tube perforation, migraine, pelvic adhesions, procedural pain and swelling to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media:abdominal pain, adenomyosis, adhesion, autoimmune disorder, fallopian tube perforation migraine, postoperative pain, swelling and adverse drug reaction nos". Most recent follow-up information incorporated above includes: on 3-dec-2019: social media record received. Events" I had surgery wednesday still in pain, still in swelling and reactions to pain medications" were added. Reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my essure perforated my fallopian tube') and autoimmune disorder ('autoimmune reaction') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis"), migraine ("migraines") and pelvic adhesions ("adhesions"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, autoimmune disorder, abdominal pain, adenomyosis, migraine and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, adenomyosis, autoimmune disorder, fallopian tube perforation, migraine and pelvic adhesions to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media:abdominal pain, adenomyosis, adhesion, autoimmune disorder, fallopian tube perforation migraine. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.